Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when clinicians leave the roller clamp closed, that the pump continues to act as if it is administering the drug and doesn¿t alarm occluded. When clinicians return, they note that the pump has not been infusing by the medication bag having more than expected fluid left. Customer has not changed their max occlusion pressure of 525 mmhg since configuring the pump settings in 2023. Customer is using infusion set 15-micron filter, amber tubing, ref 2203-0500. There was patient involvement but no harm.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when clinicians leave the roller clamp closed, that the pump continues to act as if it is administering the drug and doesn¿t alarm occluded. When clinicians return, they note that the pump has not been infusing by the medication bag having more than expected fluid left. Customer has not changed their max occlusion pressure of 525 mmhg since configuring the pump settings in 2023. Customer is using infusion set 15-micron filter, amber tubing, ref 2203-0500. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that pump failed to alarm for occlusion could not be confirmed or replicated during this investigation. The returned devices were fully evaluated, and no anomalies were observed during the physical inspection and laboratory testing. Laboratory test results performed on the returned devices confirmed the pump modules to be within specification for rate accuracy, occlusion detection and were operating as intended. The pump modules logs were downloaded to ascertain event details associated to the reported complaint. A log review was performed with the limited information contained in the pump modules event log. The pump modules event logs does not contain keypress information, drug information, volume infused and programming parameters. A review of the suspect pump modules error logs showed no errors on the reported incident date. The log analysis of the pump module s/n: 16889322 begins on december 03, 2024, at 9:24 pm, when the last infusion was recorded with a rate of 200ml/h. At 9:24 pm the unit was selected, and an infusion was performed with a rate of 200ml and vtbi of 250ml, the pump pressure setting was at pump mode (525mmhg) then, the infusion was stopped by an occluded patient side alarm and consequently the infusion was restarted two (2) times. From 9:25 pm to 9:26 pm, the pump was paused and consequently the infusion was restarted. At 9:28 pm the pump was powered off. The log analysis of the pump module s/n: (B)(6) begins on december 09, 2024, at 9:24 pm, when the last infusion was recorded with a rate of 400ml/h. At 11:42 pm the unit was selected, the pump pressure setting was at pump mode (525mmhg) then, an infusion was performed with a rate of 400ml and vtbi of 213.836ml. At 12:13 pm a check IV set alarm was recorded. At 12:14 pm the pump module was channel off. The log analysis of the pump module s/n: (B)(6) begins on (B)(6) 2024, at 1:11 pm, when the last infusion was recorded with a rate of 5ml/h. At 1:11 pm the unit was selected, the pump pressure setting was at pump mode (525mmhg) then, an infusion was performed with a rate of 5ml and vtbi of 95.655ml. At 1:14 pm the infusion was stopped by an occluded patient side alarm and consequently the infusion was restarted. At 1:17 pm the pump was paused, then, at 1:27 pm the pump was channel off. Per the bd alaris¿ system with guardrails user manual (v12.3.1) states: the optimal occlusion alarm limit setting achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. Ensure that the fluid path is free of kinks or obstruction and all clamps are open. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the customer¿s report of failed to alarm for occlusion was not identified. No issues were observed with the received pump modules during inspection and testing process.

Event description:
It was reported that when clinicians leave the roller clamp closed, that the pump continues to act as if it is administering the drug and doesn¿t alarm occluded. When clinicians return, they note that the pump has not been infusing by the medication bag having more than expected fluid left. Customer has not changed their max occlusion pressure of 525 mmhg since configuring the pump settings in 2023. Customer is using infusion set 15-micron filter, amber tubing, ref 2203-0500. There was patient involvement but no harm.